Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during the implant procedure, prior to implant inside the body, the left ventricular lead could not be flushed and could not pass a guidewire. The lead was replaced by another lead that was successfully implanted. The patient was in stable condition.

Manufacturer narrative:
Analysis was normal. No anomalies were found.